Event description:
As reported by the edwards clinical specialist, post deployment of a 26mm sapien valve the patient became hemodynamically unstable. Angiogram revealed an annular dissection. The patient was placed on cardiopulmonary bypass and converted to open repair. The patient left the operating room in stable condition. Additional investigation revealed the following: the native annular diameter was 22mm by tte. The aortic valve leaflets were described as severely calcified. The aortic root was moderately calcified with the calcium distributed in bulky chunks. The sinuses of valsalva (sov) diameter was 33.3mm. The sapien valve was deployed 50:50 across the native aortic annulus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no report of device malfunction. Imaging from the procedure is not available. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels ventricle, myocardium or valvular structures that may require intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement, which can lead to vascular injury. In this case, the exact cause of the annular rupture cannot be confirmed. However, there were procedural factors (significant valve over sizing, i.e. 26mm sapien valve in a 22mm native annulus) and patient/anatomical factors (severely calcified native aortic leaflets, and bulky calcification of the aortic root) which in combination may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.